Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air leakage was observed through the hemostasis valve. The faradrive steerable sheath was prepped according to the instructions for use and no issues were observed. After introducing the farawave catheter, the wire was slightly too far out, approximately 2mm. When aspirating, the healthcare professional kept aspirating air. The farawave catheter was removed and the faradrive sheath was tested without the catheter and there was no sign of leakage and air at that point. The catheter was reinserted into the sheath and air leakage reoccurred. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that air leakage was observed through the hemostasis valve. The faradrive steerable sheath was prepped according to the instructions for use and no issues were observed. After introducing the farawave catheter, the wire was slightly too far out, approximately 2mm. When aspirating, the healthcare professional kept aspirating air. The farawave catheter was removed and the faradrive sheath was tested without the catheter and there was no sign of leakage and air at that point. The catheter was reinserted into the sheath and air leakage reoccurred. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath was received for analysis.